Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) of a clinical study reporting that a lead was implanted on the left and right side of t8 vertebral space, but the lead with electrode 0 was producing paresthesia on the right side only.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) of a clinical study regarding a patient with an implantable neurostimulator (ins). It was reported that the patient had neutral satisfaction with therapy because of ¿more pain¿. The hcp became aware of this during programming. Actions taken and outcome were not reported. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from healthcare professional of a clinical study reporting that patient reported some increase in pain as the settings were adjusted. No actions were taken and patient's comment on the last study case report form was neutral - too much pain. No further complications were reported as a result of this event.